Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 291-361 mg/dl and ketones. Basal insulin was increased, a manual injection was administered, insulin via an insulin pen was administered and a supply change was performed to address bg. Customer alleged an undefined pump issue as cause of bg. Reportedly, the customer reverted to manual injections for insulin therapy.